Event description:
Hospitalized with dka. It was stated that the customer was taken by ambulance with signs and symptoms of hyperemesis, shortness of breath, and bgs were out of control. Bgs were treated with IV drip. Later customer was connected to the pump for two hours and bgs rose again. Troubleshooting was performed. Pump tested ok.